Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), stillbirth ("stillbirth") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure confirmation test(s) conducted- result of the date: total bilateral occlusion. In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (urianry tract infection)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and endometriosis ("severe endometriosis"). On an unknown date, the patient experienced stillbirth (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed in 2015. At the time of the report, the abdominal pain, stillbirth, pregnancy with contraceptive device, dyspareunia, urinary tract infection, endometriosis, migraine, headache and weight increased outcome was unknown and the dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, headache, migraine, pregnancy with contraceptive device, stillbirth, urinary tract infection and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 160 lbs plaintiff was forced to undergo a major surgery as a result of her essure® implants, 2 precisely what she was seeking to avoid when selecting the device over tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Most recent follow-up information incorporated above includes: on 27-mar-2019: legal document received. Reporters information updated. Event: pregnancy with contraceptive, device ineffective, stillbirth were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted- result of the date: total bilateral occlusion. In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (urinary tract infection)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and endometriosis ("severe endometriosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed in 2015. At the time of the report, the abdominal pain, dyspareunia, urinary tract infection, endometriosis, migraine, headache and weight increased outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, headache, migraine, urinary tract infection and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.